Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal device check. Upon interrogation, the right ventricular lead exhibited inappropriate ams episodes. The lead was programmed off. The patient was fine and would continue to be monitored.